Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown as information was not provided. Patient requested no follow-up call. Section a-3a patient sex: unknown as information was not provided. Patient requested no follow-up call. Patient gender: unknown as information was not provided. Patient requested no follow-up call. Section a-4 patient weight: unknown as information was not provided. Patient requested no follow-up call. Section a-5 patient ethnicity: unknown as information was not provided. Patient requested no follow-up call. . Date of event: unknown as information was not provided. The best estimation date is between (B)(6) 2024 (iol implant and complaint alert dates). Date explanted: not applicable as the iol remains implanted, therefore not explanted. Device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted in the patient¿s ocular sinister (left eye). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the diu375 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Patient stated that they are unable to view up close print or signs. Patient also see floaters, has blurred vision, and uses eye drops. Patient requested no follow-up calls. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was noted that patient code hm-visual disturbance- dysphotopsia-transient was reported in error. Patients' reported visual issues were captured under the initial coding of blurry vision. Therefore, this supplemental filing is to correct the clinical code that were incorrectly reported. No further information is available. Section h6: health effect - clinical code: 2140 is no longer applicable all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.